Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, visual inspection of the pump was performed and found that the air detector was damaged. The customer's stated problem was verified regarding "alarming air in line". Inspected the pump and found that the air detector was damaged. Damaged air detector is the root cause of the issue. The air detector will be replaced to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited an "air in line" alarm when there was no air present. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.